Event description:
Boston scientific received information that this right ventricular (rv) lead had switched from bipolar to unipolar configuration likely due to low impedance measurements. At the time if the check, the impedance measurement was 396 ohms. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.